Manufacturer narrative:
The reported event of lead dislodgement, failure to sense, failure to capture and failure to advance stylet. The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood. X-ray examination of the lead found overtorqued inner coil consistent with procedural damage. The stylet that was used in the field was not returned with the lead. Stylet insertion was unable to perform due to overtorqued inner coil consistent with procedural damage. The cause of the reported event of failure to advance stylet was isolated to overtorqued inner coil at the connector region consistent with procedural damage. The reported events of failure to sense and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length measured within specification.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with a dislodged right atrial lead. The patient reported feeling stimulation due to the dislodgement. Loss of sensing and capture was observed on the right atrial lead as well. The lead was explanted and replaced on (B)(6) 2021. The patient was discharged post-procedure.